Manufacturer narrative:
Consumer admits to falling asleep while using the heating pad which is a direct violation of the instructions and warnings provided. Product meets ul 130 temperature specifications with no signs of failure. This incident is the direct result of consumer misuse / abuse of the product.

Event description:
Consumer claims she was using the heating pad on her neck and shoulder and fell asleep. She awoke to find a blister on her shoulder which required medical treatment. She was diagnosed with a 2nd and 3rd degree burn.